Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/3/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: complaint sample not received for investigation. Retain samples pulled for analysis. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Needle analytical report were reviewed for stiffness & ductility value at release and found to meet the specification. From the record review, it is evident that there was no issue related to the needle & suture quality and processing of this incident lot. Five retain samples of the needles for mrn vq32588002. Were retrieved for analysis. The needle retain samples were visually inspected for physical appearance and. Attribute defects and were found satisfactory. Test results were found to be meeting specification requirement. No defects were observed in the retain sample. These retain samples were tested for % stiffness & ductility and found to meet specification as the complaint is related to performance - breakage needle, stiffness and ductility test are applicable & measurable parameters. Stiffness test was performed to check the behavior of the needle material and process control. For mrn. Vq32588002 the individual which meets in-house requirement. All individual stiffness test values were found to be above individual minimum in-house requirement for stiffness test. Further ductility test was performed to check the behavior of the needle material and process control. For mrn. Vq32588002 the average ductility test values of the retain samples was found to meets in-house requirement individual minimum. All the individual % stiffness values & ductility test values were found to be meeting individual in-house requirement. The analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Based on the investigation this is not a observed/verified complaint.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke before sewing the common bile duct as the surgeon used forceps clipping the needle. The needle was found immediately and changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.